Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ title: a case of open-heart surgery with impella support for ventricular septal perforation after myocardial infarction extracorporeal circulation technology 2023; vol.50. No4,466

Event description:
Information from literature: title: a case of open-heart surgery with impella support for ventricular septal. Perforation after myocardial infarction. Extracorporeal circulation technology 2023; vol.50. No4,466. A male in his 70s experienced severe chest pain early in the morning and was rushed to the hospital. Cag revealed a diagnosis of #6 ami and pci was performed. The patient was subsequently diagnosed with unstable hemodynamics and an echocardiogram was performed again. A swan-ganz catheter test revealed a qp/qs of 4.73 and a left-to-right shunt, leading to a diagnosis of vsp, and an impella cp placed and then on day 4, an impella 5.5 was inserted from the right subclavian artery. Thereafter, qp/qs remained at 2.2-2.4. Surgery was considered when the septal tissue had scarred, but hemodynamics was unstable, and surgery was performed on day 8. The surgery began of vsp closure (bovine pericardial patch) + pvi + left atrial appendage closure. The patient was able to wean from cardiopulmonary bypass without any major problems and returned to the ICU. Renal dysfunction was present before surgery, and the patient had no spontaneous urination, so chdf was initiated on pod 1. Impella weaning was initiated on pod 5, but cardiac tamponade occurred, and hemodynamics could not be maintained, so re-thoracic hemostasis was performed on pod 7. Hemodynamics stabilized thereafter, and the patient was weaned from impella 5.5 on pod 9.

Manufacturer narrative:
The investigation for the ventricle perforation and the renal failure has been completed. No product was returned and logs are not applicable. Clinical details states that perforation causing fluid to build up around the heart. Cardiac tamponade occurred after impella weaning was initiated after almost two weeks of support. Rethoracic hemostasis was performed to maintain hemodynamics. No other clinical details are known about the cardiac tamponade. The cause of the cardiac tamponade was not determined since insufficient clinical details were provided and product was not returned. It was noted that the renal failure occurred sometime before the vsp closure surgery, but no other details are given. The cause of the renal failure was not determined since insufficient clinical details were provided and product/logs were not returned. Corrections to the initial MFR report: g1 MDR reporting contact email.